Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The care giver changed out the cassette only and reused disposable supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The care giver (cg) stated that the alarm continued so she switched out the cassette but saved the bags . The baxter technical service representative (tsr) explained the setup and had the home patient (hp) restart with new supplies. The cg resumed the prime. The prime was completed. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported.